Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: once the 18f manta was deployed in perfect step-by-step manner, the physician took post angio which showed an occlusion. At this point ballooned and opened the occlusion and restored flow. The patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate the presence of a circumferential dissection at the access area. The device lot history record review for lot number, indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted 7.1mm with mild calcification, and a depth measurement of 5cm + 1cm. Ultrasound and micropuncture were utilized to gain central positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate; however, a post angiogram revealed an occlusion. Balloon inflation was applied to address the occlusion and restored blood flow. The root cause of the occlusion is likely due to a dissection present at the access area. Dissections are a common event in large bore procedures. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.